Manufacturer narrative:
A picture was returned showing the samples inside a biohazard bag. Received one (1) infusion device attached to an extension tubing with filter, one (1) used list #b90051 smallbore ext set attached to an infusion device, two (2) used list #b90051 smallbore ext sets, and two (2) infusion devices attached to extension tubing and one (1) used list #b90051 smallbore ext set. As received no damage or anomalies were noted on sample 1. Samples 2-5 were received with the tubing disconnected from the back check valve adaptor on the smallbore ext sets. No adaptor assembly was received for evaluation for samples 5. No additional damage or anomalies were observed. Inspection of the bonding sites showed insufficient to no solvent on samples 2-5. All tubing and bond pockets were found to meet specifications. The complaint of breakage can be confirmed due to the separation found. The probable cause is due to insufficient solvent application during assembly. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a 9" smallbore ext set w/0.2 micron filter, clave®, clamp, check valve w/luer lock where it was reported there was breaking occurring at the male luer end side right as the tubing ended and became thicker. It was also mentioned that it was a clean break. The event occurred during infusion of lipids. There was patient involvement and unknown human harm. This report captures 3 occurrences.